Manufacturer narrative:
Block h6: patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024, under local anesthesia. Additionally, fiducial markers were placed transperineally. On (B)(6) 2024, 14 days after the procedure, the subject experienced a non-serious perennial pain, the patient was treated with co-codamol 8/500. The event was resolved on (B)(6), 2024.